Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.2, lab: 3.1. Pt's therapeutic range: 3.3-3.5 inr.

Manufacturer narrative:
Investigation pending.